Manufacturer narrative:
D2b - pro code (product code): fge, lit. (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 24 atmospheres. A visual examination found no issue with the markerbands and tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The totally stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous shunt. A 5.0 x 80, 75cm mustang balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst before it was inflated to nominal burst pressure. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient was stable post-procedure.

Event description:
It was reported that balloon burst occurred. The totally stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous shunt. A 5.0 x 80, 75cm mustang balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst before it was inflated to nominal burst pressure. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient was stable post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.